Manufacturer narrative:
Device 5 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 01-december-2023, it was reported by the patient that six infusion set fell off within 2 days of use. Patient replaced infusion set and resumed insulin successfully. No further information was available